Manufacturer narrative:
No conclusion code available; the reported field event of a charge time out was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturer for further analysis and internal hv capacitor anomaly was found. The cause of the charge timeout was an internal hv capacitor anomaly.

Event description:
New information received notes that no patient harm was reported before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was triggered for hv charge timeout during capacitor maintenance. Reprogramming was performed and the physician decided to monitor the patient via remote monitoring. The patient's condition is stable.

Manufacturer narrative:
New information indicated the device continue to exhibit long charge time. The device was explanted and replaced. Type of reportable event changed to serious injury.

Event description:
New information received indicates that the device continued to exhibit long charge time. The device was explanted and replaced.